Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a high blood glucose reading of 491 mg/dl. The customer was feeling better at the time of the report and declined troubleshooting.